Event description:
The dentist reports that after wearing latex gloves he developed a rash on his hands. The dentist decided to go to a dermatologist and was prescribed tetrix cream. The dentist's hands are getting better.